Event description:
It was reported that the high pressure test failed. Customer has high blood glucose. The insulin pump alarmed motor error. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were not noted. However, unable to prime the insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with scratched lcd window.